Event description:
It was reported, that the patient went into a hemodynamically stable ventricular tachycardia (vt) episode. In which, therapy was appropriately delivered. However, unable to convert the arrhythmia. The emergency department cardioverted the patient externally. The right ventricular (rv) lead was explanted, due to a positioning issue. A new rv lead was implanted on the left side. And the previous device was electively moved from the right pocket to the left pocket for appropriate cardioversion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddpb3d4, (serial#: (B)(6)), product type: 0235-ICD, implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.